Event description:
Per the patient's surgeon, the patient experienced a non-device related infection, pain and non-auditory sensations with device use. Subsequently the device was explanted on (B)(6) 2018.